Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was flying in a plane. Customer's blood glucose was 450 mg/dl. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery. Customer continued to use the pump for insulin therapy.